Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device generated three alerts for ventricular tachycardia (vt) episodes. Electrograms (egm) from the most recent event showed an atrial arrhythmia with 1:1 conduction and an average ventricular rate of 161-176bpm. Atrial sensitivity is programmed to fixed output at 0.5mv and review of the stored data noted atrial intrinsic amplitudes varied from 0.3mv to 6.7mv. Additionally, frequent atrial undersensing was observed in rythmiq episodes. The clinical observations were documented and the device remains in service. No adverse patient effects were reported.